Manufacturer narrative:
(B)(4).

Event description:
The pump was very loose in the pocket. The pump was flipping parallel to the ground when the pt bent over. The pocket was revised on (B)(6) 2011. The pt outcome was reported as "no injury."